Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the pim test failed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): during preventative maintenance (pm) conducted by a field service engineer (fse) the issue was fixed after the safety disk was replaced. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Completed repair with all functional and safety tests per manufacturer specifications.